Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the complaint alleges that when using a large hemolok clip during a laparoscopic nephrectomy, it was impossible to close the clip. Vessel structure was not too large for the clip. A second clip from the same box was used and it would not close. It was reported the clips fell into the patient, but were retrieved. A third clip was taken from another box and it worked as intended. Additional information was requested, but not received in time for this report.